Event description:
The service report shows the customer reported that the 840 ventillator stopped cycling while in use on a patient. The patient was not harmed or injuried as a result of the event. The nellcor puritan bennett customer suppurt engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui pcb. The unit passed extended self testing.